Event description:
Reportedly, during testing, there was a 'high fio2' alarm. Calibrating the oxygen sensor did not resolve this issue. When the sensor was replaced, the unit worked normally. There was not pt involvement reported.